Manufacturer narrative:
Additional info h6: updated the fdc (annex d) code additional info d2: update to the product code and device common name medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of some blockage in the stem of the male luer fitting; however, there was an opening. A syringe was connected to the device and when it was engaged the device operated as expected. The customer provided a photo showing evidence of the luer being fully occluded. The reason for return was visually confirmed by the photo provided by the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a custom tubing pack, it was reported that the male luer port on the end of the pressure dome was clogged with glue/plastic. It was occluded by this material. There was no damage to the packaging. Other devices in the same box/shipping container were not damaged. The device was replaced. There was no patient involvement, so no adverse effect occurred.